Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-05016. It was reported one of patient¿s lead had impedance issues. In turn, the patient underwent surgical intervention wherein both existing leads were explanted and replaced to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.